Manufacturer narrative:
The manufacturing and material records for the perceval plus heart valve, model # pvf-m, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve has been manufactured and controlled in accordance with the specifications for a (model # pvf-m) perceval plus heart valve at the time of manufacture and release. Since limited information is available and the device was not returned, the manufacturer couldn't perform any further investigation on the event and the device involved. As such, no definitive root cause of the event could be established. It should be noted though that patient was in an advanced nyha class and had several comorbidities and risk factors which may have been instrumental in causing patient's death. Should further information be received in the future, the manufacturer will rivisit the case and take further actions as applicable. H3 other text : unknown disposition.

Event description:
The manufacturer was informed of the following event through mantra study database. Reportedly, a patient underwent an aortic heart valve replacement with perceval plus, size m on (B)(6) 2023. The surgical approach was a median sternotomy. A CABG procedure was performed before the valve implant with 1 vessel involved. Based on the information received, patient passed away on (B)(6) 2023 for unknown cause. The patient had missed previous appointments, including echocardiographic check and had experienced a cardiogenic shock on the same day of surgery, assessed by the site as not related to the device but probably related to implant procedure. The cardiogenic shock episode had been treated with medications and was resolved on (B)(6) 2023. As reported, the patient was in nyha class iii and clinical history included coronary artery disease, non-ischemic heart failure, systemic hypertension, diabetes mellitus type ii, non-insulin dependent, dyslipidemia, and lupus.